Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, provided pump reset information, and instructed the caller to contact them if the malfunction code reoccurs. The caller acknowledged and understood the instructions, and the customer was allowed to continue using the pump.